Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the consumer did not feel the stimulation despite normal impedance values and therefore she wished to remove stimulator. So, the reason for the explant was the consumer¿s wish despite normal impedances.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an explant. A consumer stopped feeling paresthesia during (B)(6) 2016 and after a follow-up, the hcp decided to do a revision of the system. Unfortunately, during (B)(6) 2016 the consumer had an accident and the surgeons pushed her for an MRI (because of scoliosis or listhesis) and that was why she decided to explant the whole system. After the explant, the hcp decided to report because of ¿black point¿ where the lead was inside the implantable neurostimulator (ins) and the potential cause of the failure of the system. No diagnostics or troubleshooting was performed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins battery normal end of life, no telemetry and no output, no significant anomalies. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Analysis of the lead model 38892-28 found lead body conductor broken at or near tines. Analysis identified that the #0 conductor(s) was/were broken in the body of the lead at or near the tines; 4.7 cm from the distal end of the lead and no electrical shorts were identified between the circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.